Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's l5 lead migrated and the left s1 lead was fractured. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
The report event of high impedances was not confirmed. As received, visual inspection, and resistance testing showed the returned lead (b) passed all tests. The cause of the reported event remains unknown.